Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error after the rewind process during the fill cannula step. The patient's blood glucose at the time of incident was 4.2 mmol/l. Troubleshooting was initiated for the motor error alarm. The customer stated that she always clears the alarm whenever it appears. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump is eligible for replacement; however, no products were returned or replaced as of yet.